Event description:
The pt was implanted with an extended lead lvad in 2003. In 2003, the hosp informed the MFR that the pt's lvad system controller inadvertently had become disconnected from the lvad percutaneous driveline. The pt may have bumped the lvad system controller with the stomach. The lvad percutaneous lead was reconnected to the lvad system controller. The hosp replaced the system controller and returned it to the MFR for eval. The pt received a heart transplant in 5/2003.